Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a training/demo of the da vinci system, the field service engineer (fse) contacted the technical support engineer (tse) and reported that error 32100 occurred when the clutch button was pressed on universal surgical manipulator (usm)4. The system was not connected to onsite at that time. There was no report of patient involvement or reported injury.